Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Reports: 1627487-2013-13053, 13054, 13055. The patient has two leads from two different lot numbers. It was reported the patient was no longer receiving effective stimulation. The patient stated she was feeling as she described an uncomfortable skin rash. The physician advised the patient to discontinue using the stimulation and patient stopped charging the ipg. The patient feels her ipg may have moved or shifted. The patient stated she had broken her back a couple months prior to the issue. The patient was unable to locate her ipg with both the old and new charger. Surgical intervention may be taken at a later date to address the issue.